Event description:
It was reported that on an unknown date, the item was involved in an incident with patient laceration. Add'l info was requested and on (B)(6) 2014, the following was provided by the customer: on (B)(6) 2014, a (B)(6) year old male patient underwent a c6 right foraminotomy. The patient was positioned prone onto chest rolls for the surgery. No repositioning was done. The surgery was not performed with a stereotaxy device. Disposable adult skull pins (catalog number a1083 with lot number unknown) were used for the surgery. The surgeon stated they noticed the patient starting to move under the microscope. The anesthesia provider then reached under the drape to the patient and the patient's head was slipping in the clamp. The length of time the product was in use before the event occurred was approximately 45 minutes. The surgical case was almost complete when this slip occurred. The laceration was to the patient's right side of the skull. The length of the laceration was unknown. The patient was turned onto the stretched and the laceration was repaired using skin staples. The head clamp was replaced and the patient was turned back onto the surgical table. Upon replacing device and adjusting, the patient's head started to slip immediately. The replacement clamp was clarified by the customer as "the same clamp was replaced onto the patient. We only have one mayfield clamp". The clamp was removed and the surgery was finished with the patient prone with his face in a foam pillow support. The patient was treated with extra antibiotics related to the need to turn the patient with an open incision. Surgical outcome was successful. The skull pins were not available to be returned for evaluation. They were placed in the sharps bin after the case.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(4) 2014. The investigation included: methods: evaluation of actual device. Review of device history records. Results: evaluation of complaint related device: the returned unit passed all specific functional testing requirements except for the lock having rotational movement. When the unit was properly positioned and put under pressure, the unit would not have slipped. The unit needed heli-coils added to the large starburst threads. It was rec'd with the triad rocker arm installed instead of the standard rocker arm. General maintenance and cleaning were required. Repair was due to the lock having rotational movement and a residue build up was present. This unit has not been sent in for routine maintenance since it was purchased. This device was manufactured on september 30, 2011. A review of dhrs containing lot code 117 showed that it passed the required inspection points without mrrs or variances. There is no service history for this device. Conclusion: the end user's experience could not be confirmed or duplicated. The returned unit passed all functional testing requirements, however, general maintenance was required as this device was manufactured in 2011 with no prior service history.